Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a persistent alarm with ec 41786. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of " persistent alarm with ec 41786" was confirmed during power up test, battery fall out test, and event log review. The probable cause was internal battery failure. Replaced printed wiring assembly (pwa). The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.